Event description:
The following was reported to hamilton medical ag: the display portion of the tesla spy flashed x red and the alarm could not be silenced. Therefore, the hospital technician disconnected the battery and stopped the alarm sound. He stated that he did not put it particularly close to the mr1 device. When he took it back for repair and turned it back on, the phenomenon reappeared. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).